Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 36mg/dl. Customer treated with glucose. Customer indicated that they have contacted their doctor and their blood glucose value was 137mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer declined further low blood glucose troubleshooting. Customer was advised to monitor the pump and blood glucose and call back if any further issues.